Event description:
The reporter stated that during a spinal surgery procedure, while loosening up the arm of the cross connector, the ball came off the cross connector body on the fixed end of the connector that is tightened first. A different spare connector was available and was used to successfully complete the surgery. There was no reported adverse outcome for the patient. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.